Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the resection loop broke during an intrauterine operative hysteroscopy procedure. The broken part was retrieved without injury to patient reported. Procedure completed with less than 15 mins delay. No negative impact in state of health reported.